Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications battery cap was unavailable for testing; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been in a motor vehicle accident on (B)(6) 2014. Patient became incoherent while driving and when the paramedics tested, his blood glucose (bg) level was 34 mg/dl. He was treated with glucose tablets/glucose gel . Patient did not review pump for troubleshooting after event, and resumed pump use. Customer support was unable to review pump for troubleshooting due to blank screen this morning. Bg pre breakfast was 186mg/dl, bolus given for breakfast and food was eaten. This complaint is being reported because the patient experienced hypoglycemia while on pump therapy, and the pump could not be eliminated as a cause of/contributor to the event.